Event description:
The user facility reported a 55-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. During support, the pump experienced low flow issues from what appeared to be a clot ingestion in the cannula. There was no harm to the patient because of this incident. The device was explanted and another non-impella device implanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The device was not returned for investigation. Based on the clinical information provided, the case images show a clot in the inflow and outflow cages upon explant. Data logs show purge pressure spike and suction alarms followed by low pump flow at p-9. The root cause of the low pump flow issue was determined to be biomaterial.